Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, inspection of the inside of the device after disassembly did not find any irregularities such as deformation, corrosion, breakage, and foreign materials. Based on the results of the investigation, it is likely the following led to the malfunction: the pressure or water hammering which was out of the range of operating range of the water supply valve (0.1 mpa to 0.5 mpa) had been temporarily applied when the subject event occurred. There was a possibility that it resulted in malfunction of the water supply valve, or a possibility that temporary variation of water quality or components of the water pipes or facility water supply hindered water flow. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6).

Event description:
It was reported the endoscope reprocessor exhibited decrease in the water supply flow rate. The issue occurred during reprocessing. No error occured and the cleaning was completed, but the cleaning time was significantly extended. There were no reports of patient harm.